Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer's pump detected movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement on the insulin pump. Customer also stated low level hardware failures were found.  Customer was able to successfully clear the alarms and complete rewind. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was not completely correct. The corrected/updated event narrative is being submitted via this follow up report under b5 section.

Event description:
Updated/corrected event narrative: information received by medtronic indicated that the customer's pump detected movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement on the insulin pump. Customer also stated low level hardware failures (pump error 63) were found two times 20 aug and 10 sep. Customer's pump has rebooted twice this summer, stated that he did not see an error this time, he did get a message that said do not calibrate updating active insulin. Customer was able to successfully clear the alarms and complete rewind. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device and customer will get the replacement for the pump. The insulin pump will be returned for analysis.

Event description:
Information received by medtronic indicated that the customer's pump detected movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement on the insulin pump. Customer also stated low level hardware failures (pump error 63) were found two times 20 aug and 10 sep. Customer's pump has rebooted twice this summer, stated that he did not see an error this time, he did get a message that said do not calibrate updating active insulin. Customer was able to successfully clear the alarms and complete rewind. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device and customer will get the replacement for the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for alleged pump error , pump error and experiencing high blood glucose found on august 20, 2022. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Successfully downloaded history files and traces using thump. Verified the pump alarmed pump error variable 15 in device downloaded history on 08/20/2022 17:18:58.000 due to twi two wire interface programming error due to hardware anomaly. Verified pump alarmed pump error on september 20, 2022 at 07:59:23.000 in pump's downloaded history. Pump error was not observed during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1 and 2, force sensor, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Device passed all testing, however, pump error variable 15 confirmed due to hardware anomaly. Pump error was not confirmed. Unable to verify customer's high blood glucose complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.